Manufacturer narrative:
Additional information was received on november 4, 2020. It was stated that the device reported was not manufactured by mentor. The implant was manufactured by a different unknown medical device manufacturer. Therefore, mentor will cease reporting on this event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced right sided deflation post procedure. The deflation was diagnosed through a physical examination. As a result, an explant is planned for (B)(6) 2020.